Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed primary audible alarm background test. ?no adverse patient effects were reported by the customer".

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seal intact, crack on right plunger case. Event history log shows "primary audible alarm background". During the power up process the reported issue was duplicated. The cause of the reported problem is the combination of speaker and interconnect board (high profile c9) does not operate as intended due to normal wear. Repairs done were speaker and interconnect board were replaced. Performed preventive maintenance and all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.